Manufacturer narrative:
Additional information received: it was confirmed that the left renal artery was covered intentionally with the endurant cuff because the patient was a dialysis patient. Further treatment of a type ia endoleak is not planned; the activated clotting time (act) was lowered and the endoleak was expected to resolve by postoperative thrombosis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50 mm abdominal aortic aneurysm. The et bf2813c166ej was implanted just below the left renal artery (ra). It was reported that during the index procedure, a type ia endoleak was confirmed on final angiography. Touch-up of proximal neck was performed again, but the type ia endoleak wa still present. Intervention was performed and a aortic cuff was implanted. The etcf2828c49ej aortic was implanted so the cuff covered to the left renal artery (due to this being a dialysis patient). Following this, touch-up was performed again but another angiography showed the type ia endoleak still remained. As per the physician the cause of the event is anatomy. The proximal neck had a large area of calcification around the full circumference, and the calcification hindered the sealing of the neck. No additional clinical sequelae were performed and the patient will be monitored.